Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was booting up to a white screen and was not fully powering up. A white display can be indicative of a device lock up condition. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker replaced the device's user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was booting up to a white screen and was not fully powering up. A white display can be indicative of a device lock up condition. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.